Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the needle fell out of the device and fell into the patient's cavity during laparoscopic subtotal gastrectomy while on anastomosis. The needle was retrieved with a grasper. They also reported that the device was difficult to toggle and unload. They then used a new device to complete the case. There was no patient injury.